Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system presented to the emergency room (ER) with fever, chills, and new pain. An magnetic resonance imagery (MRI) identified fluid build up at the site of the implanted leads and an infection at the anchor site. The scs system was explanted and the patient was discharged from the hospital.